Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.